Manufacturer narrative:
The product is expected to be returned for eval; however, the device has not been received by the MFR. A follow up report will be submitted.

Event description:
Received info reporting cartridge error during basal. The issue did not impact customer's blood glucose level.